Event description:
The customer alleged they received a questionable thyrotropin (tsh) results for one patient on their e411 analyzer. The patient was born in 1962. The patient's initial tsh result was 3.17 miu/ml. The result was given to the attending physician who decided to initiate repeat testing. The sample was repeated on another e411, serial number not provided, with results similar to the initial results. The sample was tested on a siemens centaur analyzer with a result of 1.76 miu/ml. There were no adverse events. The tsh reagent lot number was 170904 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6).